Event description:
It was reported that during the infusion of versed and nipride, the pump display read "battery discharged". The nurse then plugged in the pump which proceeded to shut down. Another pump was in the room to replace it quickly. The customer is requesting a log review for specific entries that are green and red.

Manufacturer narrative:
The customer¿s experience of the pcu experiencing a battery discharge (lb3) without any prior warnings (lb1 and lb2) was confirmed in the pcu event log. During physical inspection the only observed anomalies were dull iui connectors. The pcu event log shows that the lb3 event (battery discharged) occurred at 12:27 am on 21 february 2019 without alarming for lb1 (battery low) and lb2 (battery very low). The pcu battery log shows the charge accumulated at the time of the lb3 alarm was 413. The battery log also shows battery conditioning was performed 3 times. The first was on (B)(6) 2018, the second was on (B)(6) 2019 (which was just prior to the reported event) and then 04 april 2019 (after the reported event). The battery log shows that after each conditioning, resetting of the estimated battery capacity was not performed per bd service bulletin recommendations. Functional testing showed no anomalies. The root cause of the customer¿s report of the pcu experiencing a battery discharge (lb3) without any prior warnings (lb1 and lb2) was identified as due to an overestimation of battery capacity.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Section a: although requested, patient demographics not provided. Device evaluated by MFR: no devices received, log review only.

Event description:
It was reported that during the infusion of versed and nipride, the pump display read "battery discharged". The nurse then the plugged in the pump which then shut down. Another pump was in the room to replace it quickly. The customer is requesting a log review for specific entries that are green and red.